Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: review of the black box data revealed multiple occlusion alarms observed in the black box. The force at the time of these occlusions was ¿high.¿ occlusion (B)(6) 2016 at 08:30; deliveries resumed 08:39. Occlusion (B)(6) 2016 at 00:03; deliveries resumed 00:08. Occlusion (B)(6) 2016 19:45; deliveries resumed 19:51. Occlusion (B)(6) 2016 08:36; deliveries resumed 09:24. Occlusion (B)(6) 2016 14:12; deliveries resumed 14:36. Occlusion (B)(6) 2016 12:17; deliveries resumed 12:21. Occlusion (B)(6) 2016 16:54; deliveries resumed 17:00. Occlusion (B)(6) 2016 08:48; deliveries resumed 09:09. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Rewind, load cartridge, and prime steps performed successfully with no alarms. The force sensor was detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. Investigation determined the force sensor calibration reading is normal and high force verified in black box. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the patient experienced blood glucose excursions with blood glucose low of 50 mg/dl to high of 500 mg/dl without details of symptoms that may be suggestive of hyperglycemia or hypoglycemia. The distributor reported that the patient did not require medical treatment above or beyond the normal routine of diabetes management. The distributor reported that the pump constantly alarmed for occlusions with the message pump not filled changing infusion sets and cartridges did not remedy the issue. This complaint is being reported because the patient reportedly experienced serious adverse physical event while on insulin pump therapy.